Manufacturer narrative:
Concomitant medical products: broviac line; ns syringe 10cc, therapy date (B)(6) 2018. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the filter was found to be cracked and leaking at the end of a lipid infusion while infusing into the patient's broviac central line. The lipid tubing was y'd into the tpn tubing below the tpn filter when the patient's blood was noticed to be backing up into the tubing filter. Both the tpn and lipid infusions were stopped, the broviac central line was clamped, the blood was withdrawn from the line to ensure that there was no air located in the broviac central line. The line was flushed with 10cc of normal saline while using a 10cc syringe. A new 1.2um micron filter was obtained from pharmacy and both lines were reprimed and reconnected to the broviac central line. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the filter was cracked and leaking was not confirmed. However, a leak was observed on the female luer of the filter extension set. Visual inspection of the set showed that portions of the outside tubing were sticky from the leaking tpn. Examination under magnification showed a vertical crack on the female luer on the opposite side of the injection molding gate, extending from the luer opening and down into the luer body. Tool marks were not observed although some evidence of stress was observed around the luer opening. The filter was inspected under magnification but no cracks or other anomalies were observed. Functional testing confirmed leaking at the connection of the syringe to the female luer. The cause of the leak was a crack in the female luer. The root cause of the crack was manufacturing issues and the effect of chemical agents on mechanical connections of the luer.

Event description:
The customer reported that the filter was found to be cracked and leaking at the end of a lipid infusion while infusing into the patient's broviac central line. The lipid tubing was y'd into the tpn tubing below the tpn filter when the patient's blood was noticed to be backing up into the tubing filter. Both the tpn and lipid infusions were stopped, the broviac central line was clamped, the blood was withdrawn from the line to ensure that there was no air located in the broviac central line. The line was flushed with 10cc of normal saline while using a 10cc syringe. A new 1.2um micron filter was obtained from pharmacy and both lines were reprimed and reconnected to the broviac central line. There was no patient harm.